Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies.

Event description:
It was reported that this right ventricular (rv) leads was damaged during the replacement procedure of the pacemaker. Both rv and right atrial (ra) leads appeared to have separated in two sections, one part was left abandoned in the patient and the other was left attached to the pacemaker. Both leads attached to the pacemaker were approximately 10cm in length and had a clean separations, possibly indicating a scissor or scalpel cut. The new pacemaker and lead were implanted. No adverse patient effects were reported.